Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. The external equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed shorted bond wires at the digital chip. System lock could not be verified. The device could not be recognized in a software program with multiple types of external sound processors. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The open visual inspection revealed some shorted bond wires on the digital and analog chip. The residual gas analysis revealed nitrogen levels above the limit, indicating a non-hermetic device. Due to the presence of a moisture getter, no signs of moisture were observed. The failure of this device is attributed to shorted wirebonds at the digital and analog chips, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The date of this report is corrected to 07/11/2017. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed shorted bond wires at the digital chip. System lock was not verified as the device could not be recognized in the software program with multiple types of external sound processors. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.